Manufacturer narrative:
The carefusion failure analysis lab received the vela ventilator main pcba (printed circuit board assembly) and installed it in a known good vela ventilator unit. The unit was powered on in service mode and there were multiple "xdcr (transducer) fault" errors found in the event error log. Pressure transducer calibrations were performed, as described in the product service manual. The turbine differential transducer failed calibration and when the unit was switched to ventilation mode, the unit showed a "vent inop" error message. The root/cause of the reported issue was found to be due to a faulty turbine differential transducer. This issue will be internally investigated.

Manufacturer narrative:
(B)(4). At this time carefusion is waiting for components from customer for evaluation. Any additional information received from customer will be included in a follow up report.

Event description:
The customer reported that this vela ventilator alarmed "vent inop", "transducer fault", "motor fault", "low pip", and "low ve". The customer stated that the involved unit was on a patient at the time of the reported event but there are no allegations of patient harm.